Event description:
It was reported that the patient was charging the mcot monitor: a13: verizon and the monitor and charger were overheating. No injuries were reported. A new kit was sent. No additional information was provided.

Manufacturer narrative:
It was reproted that the mcot monitor: a13: verizon was charging and overheated. The monitor was returned for investgation. Monitor was inspected for general physical integrity and found to have a melted charge port. See pictures charge port damage. The casing of the monitor was melted near the port. The monitor does not power on. Engineering confirmed that the monitor had a melted charge port. Root cause cannot be determined at this time. The monitor has been sent out for further investigation on the cause of damage.